Manufacturer narrative:
Patient information: no further patient information was provided by the customer. A review of tickets determined that there is normal complaint activity for ict diluent lot 73213un19. Tracking and trending review determined no trends for falsely depressed results were identified. Return testing was not completed as returns were not available. A repeat test on the patient sample at the customer site produced an acceptable result. Manufacturing documentation was reviewed and did not identify any issues associated with the customer's observation. Additionally, a review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the architect ict diluent, lot 73213un19 or the architect c16000 processing module, serial (B)(4) was identified.

Event description:
The customer observed a falsely depressed sodium result when processing on the architect c16000. The following data was provided (units of measure = mmol/l: sid (B)(6): initial 115, and repeats 135, and 136. The customer uses a reference range for sodium is 135 - 145 mmol/l. No impact to patient management was reported.